Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the patient reported their "battery" was "sliding down." The patient stated that it stuck right out into the skin and that they had put up with it for almost a year before they reached out to their doctor about it in (B)(6) 2020. Patient services asked for an event date however patient services was unable to clarify the event date further than this. The patient stated that when they were at their hcp office in 2020, a manufacturer representative (rep) who had come down from (B)(6) saw the device sticking right out and said "oh my god." The patient stated that because of the battery sliding down, they couldn't sit straight back in a chair because it "pushed," and the patient stated they couldn't sleep on their left side because of this. The patient then stated they were supposed to have an entirely new system placed on (B)(6) 2021 and that a male rep had been there and was also shocked about how the implant was sticking out, stating that the implant "isn't where it should be," however the surgery wasn't able to be done at that time because of the patient's insurance. The patient stated they were supposed to get a new implant placed in (B)(6) 2022 however due to their itching and potential allergic reaction from the device the health care providers (hcp) were holding back at this time until they got more information about situation. The patient also reported they thought they were having an allergic reaction to their device. The patient reported they have been to both doctors, their managing health care provider (hcp) for their device as well as the family hcp who took care of their skin. The patient stated that they didn't have any issue with their previous implant however since (B)(6) 2020, they have been itching on the back part of their leg, it got on their elbows and went to their arms. The patient stated the itching drove them "crazy," and while they were placed on medication in the spring of 2020, the medication would only work for 2 months but then the itching would return. The patient then reported that after a time that medication was no longer working, that it would only work for three hours so the patient was prescribed another medication. The patient stated it was worse on the left side of their body where their implant was and that it would wake them up at night and they'd have to reapply their medication. The patient stated their hcps had run all kinds of tests, including blood tests and the hcps could not figure it out. The patient stated that the doctors working with their skin condition just found out that the patient had an implant so now they were trying to determine if the patient had an allergy to the material in the implant. Patient services reviewed that they would send a manual which included a list of the material in the patient's lead to their managing hcp for their device. The patient stated they had an appointment with the hcp on (B)(6) 2022 at 11:00 am. The patient stated their managing hcp didn't think that the system was the problem but that they'd follow up with their hcp about the issue at their appointment. The patient called back reporting they continue to have concerns regarding rash on their left side which is also now in the breast. The patient met with their managing physician and patient stated the physician told them it is not his job to determine if patient has an allergy to device materials. The physician offered to remove the device but said it was solely patient's decision. Patient is also working with their dermatologist. Implant material lists were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.